Event description:
The customer reported via phone call being hospitalized twice due to low blood glucose levels, once on (B)(6) 2015. The customer's blood glucose was 29 mg/dl at the first event and 23 mg/dl on the second. She also had a low blood glucose event afterward, which was treated with glucose, food and juice. Two days after the second admission, the customer also reported that the insulin pump alarmed motor error during a basal delivery. The customer did not observe any significant events leading to the hospitalizations or alarm. She stated that the perceived cause of low blood glucose was over delivery by the insulin pump. She noted that she had had an x-ray taken in february. Her most recent blood glucose was 304 mg/dl. She was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. The off no power alarm functions properly. No motor error alarm was noted. The device was unable to prime during the prime test due to a faulty force sensor resistor (gold). The insulin pump was unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The motor was tested outside of the device and passed. The unit had a minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.